Manufacturer narrative:
The report is filed october 21, 2015.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the housing of the external processor cracked due to a battery malfunction. The device has been replaced and no reports of patient injury are associated with this event.